Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594-595 mg/dl. Suspected cause was due to the pump shutting off from the customer not charging the battery and inadvertently placing the pump into storage mode. Customer administered a correction bolus via the pump to address high bg.